Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (component codes), h11. Corrected fields: h3, h6 (investigation findings, investigation conclusions).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a general inspection that the cs100 intra-aortic balloon pump (iabp) trolley wheels are damaged, and the unit has a low battery backup.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Fse provided the quote to the customer for replacing the caster wheels, battery, safety disk and 5000hrs pms kit. Awaiting for customer to approve the po. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a.

Event description:
It was reported during a general inspection that the cs100 intra-aortic balloon pump (iabp) trolley wheels are damaged, and the unit has a low battery backup. No patient was involved.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, e1 (initial reporter, event site telephone), e3, g3, g6, h2, h6 (health effect ¿ clinical code and health effect ¿ impact codes), h11.